Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device had cracked case at the display window corners.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 71mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The csutomer also stated that the device was stuck on the prime loop. Advised the customer that the insulin pump would be replaced. No further information was provided.